Event description:
The patient was successfully implanted on (B)(6) 2014, with a vns system. Two system diagnostic tests (one out-of-pocket and one in-pocket) indicated the device was within normal limits. Final interrogation confirmed the output and magnet currents were both set to 0.0 ma. During the first system diagnostic test, the anesthesiologist stated there were a few seconds of missed heartbeats with normal rhythm resuming after the vns stimulation stopped. No intervention was performed. Both the surgeon and anesthesiologist stated this was due to the vns stimulation and the patient had no known pre-existing cardiac conditions. The surgeon proceeded with the surgery and inserted the vns generator inside the chest pocket. A second system diagnostic test was then performed with normal results and no abnormal cardiac activity noted. The surgeon was asked if he was planning to inform the neurologist of this occurrence and he stated that since there was no abnormal activity noted on the second diagnostic, he did not think it was an issue and was not planning to contact the neurologist. He stated if there was abnormal activity on both diagnostic tests, he would definitely inform the neurologist. No additional information was provided.